Event description:
It was reported that the user experienced frequent low glucose events while using the ilet system, including a nocturnal low, and requested to speak with the clinical management team regarding a potential factory reset. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment with chocolate milk and a cupcake, and user-performed troubleshooting and education. Investigation included internal complaint intake and triage. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.